Event description:
General report received of chemotherapy leaking at the anti-siphon valve. The chemotherapy being delivered is 5fu. The leak has occurred on adult home health pts with various cancer diagnoses. The 5fu is a seven day infusion, via a port-a-cath. The leak is occurring between the second and fourth days of the infusion. The volume leaking varies from a "scant amount" to a "large amount", depending on when the pt has noticed the leak. The tubing is changed to resolve the leak. There have been no reports of access sites lost. One pt experienced a tender area on the skin that is red and itches. No report of adverse pt event. Additional info was not available.